Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient went to the emergency room (ER) for abdominal pain and fever. The patient was admitted. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER on (B)(6) 2021 for complaints of abdominal pain, fever, and weakness. The patient brought a sample of pd effluent to the ER where a pd effluent culture was obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was discharged from the hospital on an unknown date. The discharge summary has not been sent to the clinic; therefore, the pdrn did not have any information related to the antibiotic therapy, culture results, or cause of the peritonitis. No further information was provided.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler set. Although no culture results are available, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this peritoneal dialysis (pd) patient went to the emergency room (ER) for abdominal pain and fever. The patient was admitted. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the ER on (B)(6) 2021 for complaints of abdominal pain, fever, and weakness. The patient brought a sample of pd effluent to the ER where a pd effluent culture was obtained. The patient was admitted to the hospital with a diagnosis of peritonitis. The patient was discharged from the hospital on an unknown date. The discharge summary has not been sent to the clinic; therefore, the pdrn did not have any information related to the antibiotic therapy, culture results, or cause of the peritonitis. No further information was provided.